Event description:
It was reported that the user experienced hyperglycemia with a blood glucose reading of 226 mg/dl while using the ilet with cd infusion sets and noted tubing had been bent around a sweater near the neck, raising concern for impeded insulin delivery; the user was advised to test for insulin flow, reconnect upon seeing drops, and keep tubing straight. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to determine a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.